Event description:
It was reported that the patient experienced a loss of efficacy that was unrelated to the stimulation therapy. The patient also experienced shocking at the neurostimulator location and intermittent return of head tremor. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.